Manufacturer narrative:
This device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced dizziness and a fall in their driveway. Technical services (ts) was consulted by the advocate for the patient and referred them to their following clinic. This device remains in service. No adverse patient effects were reported.